Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review could not be conducted.

Event description:
Baxter (B)(4) received a report that an infusor had leak from the connection between the stress member and tubing during patient use. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the u.s. And does not have a 510(k) number. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted